Manufacturer narrative:
Olympus contacted the user facility to obtain additional information regarding this report. The user facility supplied very limited information. The broken tip was successfully retrieved from the patient, but the user reportedly lost the broken tip after it fell onto the floor and could not be located. The user facility returned the remaining portion of the grasper forceps to olympus for evaluation. The evaluation confirmed that one side of the grasping jaw was damaged and detached. The detached portion was not returned. The device was forwarded to the original equipment manufacturer (OEM) for further investigation. If relevant and significant information becomes available, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic cysto stent exchange procedure, the tip of the device fell into the patient and the broken tip was retrieved with a cysto grasper model unknown. The intended procedure was completed. There was no patient harm reported.